Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse care found the inner cannula was broken after use 14days of use in the patient. Inner cannula cleaning by 2% w/v chlorhexidine gluconate in water. The issue was reported as resolved. Steps taken to resolve issue: hcp decided that a bronchoscope will be needed to look for any loose parts inside the patient. The "inner" was taken out and washed every morning and evening. On the (B)(6) 2023, when pulled out, it was found that the inner was brittle. This lead to the suspicion that there were broken parts possibly stuck in the patient. For safety the doctor decided that a bronchoscope will be needed to look for any loose parts inside. After looking, no found fragments of inner cannula. Another piece of inner was put into patient.

Manufacturer narrative:
Device evaluation: only one, used and decontaminated, product was returned for investigation. Under visual inspection it was noticed that the inner cannula is cracked. The complaint was confirmed. Investigation results indicates that it is the most probable cause for the reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.